Manufacturer narrative:
Continuation of d10: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2012, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 17-nov-2013, and UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. It was reported that a cap (catheter access port) study was completed on an unknown date with no csf (cerebrospinal fluid) return noted. A catheter revision was planned. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery. The catheter was replaced with a newer model catheter and the old catheter remained ¿implanted-out of service.¿ the pump was also replaced because it was approximately 6 years old. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.